Event description:
It was reported that during a lap nephrectomy procedure, after positioning of the device, the jaws were closed. After waiting for 20 seconds and then trying to fire, the device was stuck and wouldn't fire. The surgeon had to use another device of the same product code, fire it, and only then remove the first device.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.